Event description:
The international customer reported that during operation vent inop occurred due to a data acquisition pcb adc reference failure and the screen was black. Patient information has been requested.

Manufacturer narrative:
The manufacturer's field service engineer (fse) confirmed the reported issue and reported the date of the event was (B)(4) 2016. Review of the device diagnostic history indicated a vent inop occurrence due to a data acquisition pcb adc reference failure. The manufacturer's fse replaced the data acquisition pcb to motor controller pcb cable kit to address the finding. The device successfully passed performance specification testing.

Event description:
The international customer reported that during operation vent inop occurred due to a data acquisition pcb adc reference failure and the screen was black. The issue occurred when the user was making a change to the therapy parameters on the patient. There was no patient harm. Patient information has been requested and was not available.